Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (air in line) occurred on a homechoice (hc) device during dwell 5 of 5. The patient was connected at the time of the alarm. A technical service representative (tsr) explained the meaning of the alarm to the care giver (cg) and assisted with getting the set out. The tsr advised the hp to use continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.